Manufacturer narrative:
D10: 2901220 - 02-012-35-4013logic tibia ps mod insrt sz 4 13mm. 2437146 - 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t. 3955079 - 200-03-38 - one peg patella 38mm. 3970537 - 02-010-01-0340 - logic femoral ps cem right sz 4. H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2026-00223. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Report #1 of 2 for this event. It was reported via legal documentation a patient had initial bilateral total knee arthroplasties. Subsequently, 9 years later, the patient reported being advised that a total right knee revision surgery is required due to prosthesis wear. It is unknown if the patient underwent a revision procedure or planned a revision procedure. The patient alleges experiencing pain, discomfort, ambulatory difficulties, balance issues and soft tissue damage and component part loosening. No clinical information was provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. It was discovered that a bag used in the packaging of our polyethylene inserts has been produced outside of our quality specifications. The use of these non-conforming bags may enable increased oxygen diffusion to the uhmwpe (ultra-high molecular weight polyethylene) insert, resulting in increased oxidation of the material relative to inserts packaged with bags that conform to exactech¿s specifications. For inserts with greater than five years of shelf life, increased oxidation of the inserts can lead to premature polyethylene wear resulting in a revision surgery. The tibial insert involved in this case was on the shelf for 2 years prior to implantation. However, while it was packaged in a non-conforming vacuum bag, this tibial insert was on the shelf for less than 5 years before it was implanted. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear, instability and loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, instability and loosening cannot be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images radiographs, or relevant clinical information were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.